Event description:
Caller reported a malfunction on the pump displaying malfunction code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. Customer will use multiple daily injections (mdi) as backup therapy until receiving a replacement pump. Tandem technical support (cts) will replace the pump with one that has updated software and advised the customer on using it with a g7 sensor. Customer acknowledged receipt of these instructions and will return the faulty pump to tandem as per the given instructions.